Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 35mcg/ml fentanyl at 17.516mcg/day, 25mg/ml ketamine at 12.512mg/day, 25mg/ml dilaudid at 17.516mg/day, 5mg/ml marcaine at 2.5023mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a catheter revision 2 months prior to (B)(6) 2018 and was doing fine today. The patient stated that they started feeling not so well about a month before the revision, and at the last refill the doctor withdrew way too much medication. No further complications were anticipated/reported.